Event description:
It was reported that the patient had a controller fault alarm. The alarm was only revealed when hooked up to the monitor. The patient denied having audible or visual alarm on the controller.

Manufacturer narrative:
Medwatch number mw5108400 was received. Patient information was requested but not yet provided serial number was requested but not yet provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
This event was determined to be duplicate information. The investigation findings will be reported under manufacturer report number 2916596-2022-12210.